Event description:
Pt called on 1/10/97 stating that she was experiencing elevated blood glucose levels due to her infusion set leaking at the connection to the pump. She was unable to verify that the set was loose or damaged in any manner. She stated that she had been hospitalized at hosp with diabetic ketoacidosis (dka) on 1/7/97. She was treated by dr. During that incident she alleged that the infusion set was leaking at the catheter end. She was unable to identify the exact site of the leakage or if she had seen any insulin outside of the catheter. She assumed that there was a hole in the set. The set in use on 1/10/97 is to be returned.